Event description:
The customer reported the sys would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The single board computer was replaced and the cmos was reset during the svc call. The sys was tested and found to be working as intended and put back into svc.